Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24354. It was reported the pt experienced ineffective and unintended stimulation after suffering a fall. Reprogramming was unable to resolve the issue. X-rays were ordered and physician consult is pending.